Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. The patient reported pain on the pod site. Upon removal of the pod, erythema and warmth was observed at the infusion site. The patient went to a family doctor on (B)(6) 2025 and was diagnosed with an infection. The patient was treated with two antibiotic courses and incision by the physician. A culture of the infection was performed and the patient may be prescribed a new antibiotic. Additional information on the patient's treatment and healthcare facility is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Additional information became available on 24 february 2026. B5 has been updated accordingly.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. The patient reported pain on the pod site. Upon removal of the pod, erythema and warmth was observed at the infusion site. The patient went to a family doctor on (B)(6) 2025 and was diagnosed with an infection. The patient was treated with two antibiotic courses and incision by the physician. A culture of the infection was performed and the patient may be prescribed a new antibiotic. Additional information was received on (B)(6) 2026. The patient reported they had doctor consultations at least once a week since (B)(6) 2025 due to the reported infection. The patient was prescribed flucloxacillin 500 mg, 1 capsule 4 times a day for 1 week, clarithromycin 500 mg, 1 tablet 2 times a day for 1 week, and fuscidic acid cream, 3 times a day, for approximately 4 weeks.